Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed architect ca125 ii of 4.6 u/ml on a patient which did not match previous history of around 1900 u/ml. The sample was repeated with architect ca125 ii of about 1900 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A review of ticket trending data for the architect ca 125 ii assay was performed. The review did not identify any adverse trends or non-statistical trends that indicate a product issue related to patient results. A lot search was not performed since the lot number is unknown. Since the likely cause lot number is unknown, historic accuracy testing was reviewed. This testing was completed to evaluate the assay performance of lot 50283m500. The testing met acceptance criteria. Labeling was also reviewed and adequately addresses the complaint issue. Based on this evaluation, the architect ca125 ii assay is performing as expected.